Event description:
Caller reported a cartridge alarm issue but confirmed no adverse impact on their blood glucose level, which remained below 500 mg/dl. Technical support arranged for a replacement pump to be sent, as the current pump was under warranty, and provided instructions on using and returning the problematic pump. Caller was informed about completing training before using the replacement and acknowledged the instructions for the return process.